Event description:
During engineering evaluation, the attachment device was tested and found the temperature was above specification. The evaluation occurred in engineering evaluation; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.